Event description:
It was reported that a stent damage occurred. The target lesion was located in the right coronary artery (rca). A promus element drug eluting stent was implanted to the lesion after a non bsc guide catheter was crossed to the lesion. During removal of the guide catheter, it slightly deformed the proximal edge of the implanted promus element stent. It was treated with post dilatation using a 4.5 nc apex balloon catheter. The procedure was completed with this device without any further patient complications.

Manufacturer narrative:
(B)(4).device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).